Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter was displaying an error message, error 4. The complaint was classified based on customer service representation (csr) documentation. The patient reported that the alleged error message began to appear on (B)(6) 2018 at around 3 pm. The patient informed the csr that he manages his diabetes with a self-adjusted dose of insulin (type unspecified) and claimed that he took his usual dose of medication after the alleged error message issue began. The patient also reported calling his doctor about the issue but was advised to contact lfs. The patient reported that the next day, (B)(6) 2018, approximately 27 hours after the alleged issue began, the patient developed symptoms of "low blood sugar", specifically, he claimed that he felt "weak and started to see spots". The patient denied receiving any treatment or medical intervention as a result of the alleged error message issue. At the time of troubleshooting, the csr confirmed that the subject meter was not being used for the first time and based on the information provided, the patient was following the correct testing procedure. The csr noted, however, that the patient was incorrectly storing the test strips in the refrigerator. The csr walked the patient through a retest but the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after he was unable to test her blood glucose with the subject meter due to the alleged meter issue.